Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided. (B)(6).

Event description:
It was reported that stent migration occurred. A 10x80x75 epic stent was advanced to treat a lesion located in a fistula. The stent was difficult to deploy, and the stent migrated to the right atrium. The patient was sent to another hospital where the stent was able to be successfully removed and the patient was expected to fully recover.

Manufacturer narrative:
B2 - outcomes attrib to adv event has been updated. B3 - date of event: used the first day of the month of aware date, as event date was not provided. E1- initial reporter city: (B)(6). H6 - patient code: from no clinical signs, symptoms or conditions (e2403) updated to embolism/embolus (e0503). H6 - impact codes: additional device required (f2301) has been added.

Event description:
It was reported that stent migration occurred. A 10x80x75 epic stent was advanced to treat a lesion located in a fistula. The stent was difficult to deploy, and the stent migrated to the right atrium. The patient was sent to another hospital where the stent was able to be successfully removed and the patient was expected to fully recover. It was further reported that the target lesion was located in the arteriovenous fistula for hemodialysis access. The device was removed using an endovascular approach and it was removed via femoral approach using a snare device. Furthermore, the patient had an old stent in the fistula which was stenosed prior to the deployment attempt of the stent. The procedure was completed with different stent to treat the stenosis post retrieval of the stent.